Event description:
It was reported that during a low anterior resection procedure, the device was inserted to anastomoses the colon to the rectum. The anvil of the device was attached to the integral trocar and the device was closed. The indicator reached the maximum closure in the gap setting scale, but it felt as if the device was not fully closed. The device was removed and a new circular stapler was used to complete the procedure. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.